Event description:
The customer reported that the system does not have vertical movement. No patient injuries were reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep was not able to duplicate the problem. He asked the customer to contact us if the problem happens again.